Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated that her ubk sleek unknown tampon came apart upon removal and tampon pieces remained inside of her.

Manufacturer narrative:
This is a follow-up report to update the original MDR filed as sleek unknown tampon to sleek regular with a verified recall lot code. Additional narrative: we have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
This is a follow-up report to update the original MDR filed as sleek unknown tampon to sleek regular with a verified recall lot code.